Event description:
The patient received a vibratory alert and presented to the hospital for follow-up. Right ventricular lead noise was detected during provocative testing. The lead was explanted and during the replacement procedure, insulation defects were observed on the proximal lead body. The patient is stable.

Manufacturer narrative:
The reported field events of lead noise and insulation abrasion were confirmed. Analysis of the returned durata lead identified clavicular crush damage at 31.5 cm from the distal tip, breaching all the lumens, ptfe liner of the inner coil, and etfe (blue) coating of both rv conductor cables. The abraded rv conductor cable coating and exposure of the inner coil likely caused the lead noise observed in the field. A lead-to-can external insulation abrasion was noted proximal to the suture sleeve tie mark; however, the etfe (blue) coating and the inner coil lumen were intact.